Event description:
A customer reported receiving a "replace sensor" message with the adc device. The customer experienced seizure and loss of consciousness and was seen by an hcp. The customer was diagnosed with hypoglycemia and administered an unspecified IV for treatment. Customer could not recall anymore details of the event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.